Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evfxplus-29, serial/lot #: (B)(6), ubd: 27-aug-2026, UDI#: (B)(4). H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve in the patient's native annulus using a non-medtronic (safari) guidewire, the valve dislodged above the sinotubular junction (stj) in the ascending aorta. This occurred upon retrieving the delivery catheter system (dcs), due to interaction between the nose cone of the dcs and the valve's outflow tab. It was noted that the training guidance for slow deployment of the valve was followed, and prior to slowly withdrawing the dcs, the nose cone was centered within the frame inflow by slightly retracting the guidewire. Subsequently, a second transcatheter valve was implanted. It was further noted that a 20 minute procedural delay occurred as a result of the event. Per the physician, user error caused the dislodge.